Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2022 for the treatment of vaginal prolapse. During insertion, the suture was damaged after "the capio was stuck on the suture." Reportedly, the capio device would not capture the dart during deployment. It is unclear how the suture was damaged and no further information has been obtained despite good faith efforts. The event description may suggest that the dart detached from the suture. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of "suture damaged."